Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/26/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction with infection at the needle puncture site, which occurred 2 days after the sensor had been inserted in the arm. The sensor was removed due to the infection, and as this did not improve, on (B)(6) 2023 the mother brought the patient to the emergency room. In the emergency room the patient was diagnosed with an infection and the physician performed an incision to drain the area and prescribed oral antibiotics, augmentin (amoxicillin and clavulanic acid). Besides this the patient also received a prescription for an unspecified cortisone ointment and the area was wrapped with betadine (iodopovidone). At the time of the report the patient was better. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.